Event description:
The intra-aortic balloon was inserted into the pt on 2/3/98 and removed on 2/18/98. The intra-aortic balloon did not malfunction. Removal of the intra aortic balloon was required. The pt had compartment syndrome and the pt's left lower leg was amputated. (Event complications: compartment syndrome/lower left leg amputated) - reported 4/17/98. (Pt's current status: expired - reported 4/17/98.)